Event description:
The customer reported a leak of approximately 5 ml of diluent in the blood sampling valve (bsv) area of the coulter hmx hematology analyzer with autoloader. The customer was running specimens when the leak was identified. There were no instrument generated error messages in conjunction with the leak. The leak was not contained and leaked onto the counter. The customer took the analyzer out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, glasses, and lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the customer found loose tubing on wire marker (wm16) at the blood sample valve (bsv). A beckman coulter field service engineer (fse) evaluated the analyzer and did not observe an active leak; however there was evidence of a leak from the bsv. The fse trimmed the tubing and reconnected it which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedures.